Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab for two patients. Results as follows: patient 1: date - (B)(6) 2010, inratio - 2.2, lab - 3.2 patient 2: date - (B)(6) 2010, inratio - 1.6, lab - 1.3.